Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). Following placement of a guidezilla guide extension catheter, a 4.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent got caught by the guidezilla and the stent got lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 38 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first 2 most distal struts were lifted and pulled distally, distal struts 3&4 were slightly damaged. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). Following placement of a guidezilla¿ guide extension catheter, a 4.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent got caught by the guidezilla and the stent got lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.